Manufacturer narrative:
This product is currently undergoing detailed analysis. This event will be updated upon completion of analysis.

Manufacturer narrative:
At this time this product has not been returned to boston scientific for analysis. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection noted deformed conductor coils, an indentation in the outer insulation, and a tear in the inner insulation. Fractured conductor coils were also noted 428 millimeters (mm) from the terminal pin. It was noted that the lead appeared to have been possibly grabbed with some type of tool. Resistance and pressure tests were completed to assess the electrical performance and insulation integrity of the lead. The lead did not pass the electrical continuity testing. It was noted during laboratory testing that the damage to the lead appeared to have been induced sometime during the implant procedure.

Event description:
Boston scientific received information that during the attempted implant of this left ventricular (lv) lead, the lead appeared to be fractured or otherwise compromised after the physician sutured the lead. Pacing impedances were noted to be greater than 2,500 ohms and thresholds were increased. The lead was subsequently removed and successfully replaced. No adverse patient effects were reported. It was also noted that the lead would be returned for analysis.

Event description:
The lead was later returned for analysis.